Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Review of the device history record was not possible as the lot number is unknown. The catheter tip was noted to be bent and the shaft was fractured.

Event description:
This report is to advise the investigation findings for a fractured catheter tip.